Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with his insulin pump. The customer's blood glucose level was 506 mg/dl. Customer stated that he took a manual injection before going to work. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. Customer was advised to call the help line back once he receives the tubing clamps in order to finish troubleshooting the high pressure test. No additional information provided.